Event description:
Patient was implanted on unknown date with humerus plate for proximal humerus fracture. Routine follow-up x-rays showed eight out of the nine screws had broken. It appeared the screws broke where the pin is welded to the shaft. Because patient fracture is completely healed, surgeon opted for no revision, no hardware will be removed. This is 6 of 9 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.